Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that when the product was received and examined, it was found that a piece of black plastic from the handle appeared to have broken off. The plastic was not available in the packaging nor the box.

Manufacturer narrative:
The reported event that a piece of the black plastic from the handle was cracked could be confirmed. The macroscopic investigation of the returned instrument revealed that at the front part of the black grip a piece of the plastic was broken off. This type of failure pattern is known from previous complaints. Within a review of the design process it was decided to implement a design change lmi 06-098 which became effective on 2006-jul-24. According to the design change, the oblong recess in which the stainless steel guide and slider for activating the ratcheting mechanism is integrated was changed. The returned device was identified as a former design before the design change became effective. Since the design change has been implemented on 2006-jul-24 no further complaints were recorded regarding a cracked or broken grip part. Furthermore, the screwdriver handle was marked with production code # t8 that shows that the product was already manufactured in 2003-aug that also indicates a very long time use. Based on investigation the root cause of the broken off plastic part of the handle was attributed to a design related issue for this design change lmi 06-098 was implemented. The returned device was identified as a former design before the design change became effective. Since the design change in 2006-jul-24 no further complaints were recorded regarding a cracked or broken off plastic part of the handle.

Event description:
It was reported that when the product was received and examined, it was found that a piece of black plastic from the handle appeared to have broken off. The plastic was not available in the packaging nor the box.